Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. During investigation, a bolus was successfully programmed and delivered, and was accurately recorded in the pump history with the correct time and date stamp. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the bolus history in the animas pump is not showing correctly. Reportedly, the patient bolused with 6.25 unit of insulin for a blood glucose reading of 525 mg/dl. Within 2 hours, the patient's blood glucose was lowered to 75 mg/dl. During troubleshooting, the bolus history was no found. There was no medical intervention or symptoms that would suggest a serious injury occurred. This complaint is being reported because the patient allegedly had a hyperglycemic episode while the animas pump has missing bolus records.